Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries on 07/05/2007 and 05/06/2010, due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, and hematuria. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to extrusion of mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2007 and on (B)(6) 2010 due to mesh erosion. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with an anterior&posterior repair due to sui, cystocele and rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01243. The same patient is represented in each medwatch.